Event description:
It was reported that patient presented in the hospital with lower left chest pain. Loss of capture and perforation were observed. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.